Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) replaced the drawer controller for auxiliary 4.2, the module controller, and the retractor band. Additionally, the module controller for auxiliary 6.2 was replaced, and all row board cables for trays in auxiliary 4.2 were reseated. Proactive and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed with failure note "duplicate address detected". The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.